Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, the electrode on the sensor was broken. Customer noticed it was broken when the sensor was pulled out. Customer's blood glucose was unknown. The sensor is not returning for analysis.